Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 15 states, "elevated metal ion levels have been reported." Number 6 states, ¿inadequate range of motion.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02692 and 1825034-2014-00031).

Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient allegations of pain, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.